Manufacturer narrative:
Investigation summary: visual inspection revealed that the delivery tube was returned without the loading device. The tension spring assembly was inside the deployment tube and the seal was extending out of the tube. The green slide lock and the white plunger were depressed on the delivery device. The device was very bloody. Based upon these findings, the reported failure "seal would not deploy" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii proximal seal would not deploy. A new kit was used to complete the procedure. There were no pt effects. The product was returned.